Manufacturer narrative:
(B)(6).

Event description:
It was reported that, after a severe epistaxis originating form the right nasal cavity, a rapid rhino nasal pack was used to control the bleeding. Patient stated extreme discomfort upon insertion of the pack. The rapid rhino was left overnight and deflated the next morning, shortly after experiencing right-sided rhinorrhoea after removal of the pack. Rhinorrhoea became more profuse as the day progressed. The liquid was tested and found to be cerebrospinal fluid (csf). A significant amount of trauma and swelling to the right nasal cavity was noted. Because of the severe congestion and lack of response to vasoconstriction the case was managed expectantly, pneumovax was administered. By the sixth day post-admission the rhinorrhea had resolved and no further complications were developed. A CT scan revealed a fractured right middle turbinate, at its superior insertion to the skull base, which presumably happened upon initial insertion and inflation of the pack. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. Complaint history, manufacturing records, risk management document and instruction of use review is not possible at this moment as device information is unknown. Based on the information provided, the data presented in the aged article, in addition to, the previously analyzed CT, did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A visual inspection and functional evaluation cannot be performed and customer's complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include: potential complications accompanying such implant surgery. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, after a severe epistaxis originating form the right nasal cavity, a rapid rhino nasal pack was used to control the bleeding. Patient stated extreme discomfort upon insertion of the pack. The rapid rhino was left overnight and deflated the next morning, shortly after experiencing right-sided rhinorrhoea after removal of the pack. Rhinorrhoea became more profuse as the day progressed. The liquid was tested and found to be cerebrospinal fluid (csf). A significant amount of trauma and swelling to the right nasal cavity was noted. Because of the severe congestion and lack of response to vasoconstriction the case was managed expectantly, pneumovax was administered. By the sixth day post-admission the rhinorrhea had resolved and no further complications were developed. A CT scan revealed a fractured right middle turbinate, at its superior insertion to the skull base, which presumably happened upon initial insertion and inflation of the pack. Haemoglobin: 11 g/dl. Platelet count and clotting tests: normal. Diabetic, non-insulin dependent, medication controlled. Unresponsive to vasoco.